Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications. The unit was returned to service.

Event description:
The hospital reported that, after the case was completed, the display blanked out. The clinician reportedly cycled power, resolving the reported complaint. There was no reported patient involvement.